Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® urine complete cup kit had try soap towelettes that were enclosed and the patient could not clean because the towelettes were dry. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Event description:
It was reported that bd vacutainer® urine complete cup kit had try soap towelettes that were enclosed and the patient could not clean because the towelettes were dry. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for open package with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met. Investigation conclusion: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® urine complete cup kit had try soap towelettes that were enclosed and the patient could not clean because the towelettes were dry. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.